Event description:
Customer reported a false negative urine hcg result with medi-lab performance hcg urine test-dipstick vs. Ultrasound. Negative results were observed when urine testing was performed with medi-lab performance hcg urine test-dipstick vs. A sonogram showing gestational age around 8 weeks and 5 days. The pt's last menstrual period was (B)(6) 2012.

Manufacturer narrative:
Lot number(s): hcg1120160. Expiration date(s): 12/01/2013. Control lot: 25miu/ml hcg urine control lot: hcg120405-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=29). Conclusion: from retain testing with in-house control, the client¿s result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer¿s observation could not be reproduced in-house with positive control samples. Hcg urine controls at cutoff were tested with retain products. Results met qc specification. No false negative was observed. Mfg batch record review did not uncover any abnormalities. Unable to identify the root cause based on info provided by patient and without patient specimen analysis in-house. There have been two false negative complaints for this lot as of this date. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.